Manufacturer narrative:
Tracking #: (B)(4). Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Additional information: the device (el314) was used with lt400 clips instead of lt300 clips.

Event description:
It was reported that during a laparotomy cholecystectomy procedure, there seemed to be a gap in the compression of the titanium clip (large). The clip is easily dislodged from the clipped cystic duct.